Manufacturer narrative:
(B)(4). At this time, the customer requested that carefusion evaluate the device onsite and is currently awaiting scheduling and evaluation. Once evaluation is complete, if suspect components are identified then they will be returned to carefusion's failure analysis laboratory where a failure investigation will be completed then a supplemental report submitted.

Event description:
The customer reported during use on a patient using the esophageal enhanced patient monitoring (epm) feature on this avea ventilator. The feature did not operate as expected and the patient was removed from this ventilator, and placed on an alternate ventilator. No patient harm or injury reported by the customer.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) laboratory received the suspect enhanced patient monitoring (epm) assembly for investigation. The reported event was not duplicated by the fa lab so no component root cause failure could be identified. This issue will be internally investigated within carefusion.